Event description:
On (B)(6) 2014, we were made aware of a plate failure. The original surgery was completed on (B)(6) 2013 at (B)(6). Plate #40-20908 was used and has since failed. The patient also shows infection. There is a revision surgery scheduled for tomorrow, (B)(6) 2014 at (B)(6).

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.